Manufacturer narrative:
There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be complete for the wrap involved in this case. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn/blister listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside of the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risk and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On 24-nov-2025, this spontaneous report was received via email regarding a 59-year-old female in the u.s. In association with a thermacare lower back & hip l/xl heat wrap. On (B)(6) 2025, the consumer topically applied a thermacare lower back & hip l/xl heat wrap on the left side of her back and waist area. After wearing the product for approximately 8 hours, she experienced burn marks on her skin, soreness, raw skin, and irritation. On (B)(6) 2025, the area was scabbing over and continued to be sore. No additional information was provided.